Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the implant had a broken syringe and was leaking. This resulted in unnecessary wastage of implant and increased procedure time." Additional information received on (B)(6) 2026, indicated that "the patient had an uneventful surgery."